Event description:
Event description cpi received information that the ICD was oversensing following an atrial pace which resulted in ventricular pacemaker inhibition. Cpi received additional information that after the nurse ran some strips it was determined that the ICD was not oversensing but exhibiting a loss of capture.